Event description:
On (B)(6), I underwent a liquid bbl procedure at (B)(6). Following the procedure, I experienced severe, progressive pain and swelling that did not subside as promised. On (B)(6), I contacted the clinic to request an in-person evaluation and pain management. The clinic refused to see me, requested photos via text, and negligently dismissed my condition, claiming I was experiencing "normal outcomes." Due to agonizing pain, I admitted myself to a hospital emergency room on (B)(6). I was subsequently hospitalized for 11 days and required three separate surgical incision and drainage (I&d) procedures to treat a severe, deep-tissue enterobacter infection caused by the injections. While I was hospitalized, the spa explicitly refused to consult or cooperate with my hospital care team. Following a formal hipaa medical records request, I uncovered highly contradictory information regarding the substance injected into my body. The clinic provided a product lot number and expiration date that appear to have been falsified to conceal the use of an unverified, non-FDA-approved bulk substance. I have reached out in writing to request clarification on what was injected, but the clinic has not responded. I am currently left with active surgical drainage, deep tissue trauma, and scarring. I can be reached at (B)(6) or (B)(6) thank you for your time and immediate attention to this matter. (B)(6).